Event description:
The user ran proficiency material on both ise units on the analyzer and rec'd results that did not match. The user provided results for 5 samples, of which 1 was found to be discrepant. The original result was 128 mmol per l, the result from the other ise unit was 136 mmol per l. The user stated she did not think any erroneous pt results were generated.

Manufacturer narrative:
The field service rep determined there was a bad sample probe and replaced it. Calibration and qc was performed to verify the analyzer performance.